Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ca2 calcium gen.2 on a cobas 8000 c 702 module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a calcium value of 1.0 mmol/l, which repeated as 2.2 mmol/l. The calcium reagent lot number and expiration date were requested, but not provided.

Manufacturer narrative:
The field service engineer replaced and adjusted the gear pump head. The sample probe, cuvettes, syringe seals, and teflon stamps for a wash station were also replaced. The water level for cuvette washing was adjusted. Since these actions no further issues have occurred. The investigation determined the service actions resolved the issue.